Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was 0.311 mui/ml with an alarm indicating carry over. The sample was repeated and the result was <0.100 miu/ml with a data flag and was reported outside of the laboratory. One week later a new sample was collected from the patient and the result was 3000 mui/ml. On (B)(6) 2018, the customer tested a sample drawn from the patient on (B)(6) 2018 that had been stored and the result was 328.2 mui/ml. There was no allegation of an adverse event. The reagent lot number was 284292. The expiration date was provided as "2019-02". This type of event is typically caused by sample pipetting issues. The pictures of the sample showed red residues at the upper end of the sample tube. These dried serum residues may falsely activate the sample liquid level detection and therefore cause too low sample pipetting.

Manufacturer narrative:
The field service representative replaced the measuring cells and confirmed the analyzer was performing within specifications. The investigation was unable to find a definitive root cause.